Manufacturer narrative:
Additional information was received on november 11, 2020. The explant surgery has been cancelled. At the time of this report, mentor has received no information an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. 2. Is required intervention- unchecked. 2. Is other serious- check. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round high profile 460cc saline prostheses experienced right sided deflation, left sided baker grade iii/IV capsular contracture, and left sided swelling with fluid surrounding the implant on an unknown date post procedure. The right side had shrunken, and the patient can no longer fill her bra. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-13858 for contralateral prosthesis report.